Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it was likely that the image had noise on the screen due to an issue with the universal cord cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an abnormal image (noise on the screen). The event occurred during service/maintenance. There was no patient involvement.